Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was delivering too much insulin when in auto mode. Caller was advised that the amount of insulin delivered varied depending on the settings when in auto mode. Customer¿s blood glucose was not reported. Troubleshooting was not performed. Insulin pump is expected to return.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed.

Manufacturer narrative:
The information has been updated which was not available in initial report. The correct information has been provided with this report. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose with blood glucose of 40 mg/dl at the time of the incident.